Event description:
It was reported that the patient "had tlif on l 3-4 and l4-5. Surgeon used rhbmp2, ... Caused abnormal bone growth, lower back pain, pain in left leg, scar tissue (pain) and numbness in leg."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.